Event description:
Patient was revised to address loosening of the stem at the cement/implant interface. The manufacturer of the cement used in the primary surgery is unknown. Medical records received (B)(6) 2012 also mentioned poly wear, which was not mentioned on the report submitted by the sales rep.

Manufacturer narrative:
Patient was revised to address loosening of the stem at the cement/implant interface. The manufacturer of the cement used in the primary surgery is unknown. Poly wear was noted intra-operatively. Doi: (B)(6) 1997 - dor: (B)(6) 2012 (left hip). The devices associated with this report were not returned. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. Patient medical records were received. The complaint is confirmed based on the written records. It would not be unusual to discover polyethylene material wear after the length of time implanted. The investigation is unable to draw any conclusions regarding the report of stem loosening. Product error has not been identified. The investigation has determined that the stem product code is now obsolete. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.